Event description:
During an angiogram, the user gained access and the tip of the wire broke off into the patient. The portion of the wire was removed successfully with an unknown device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.